Event description:
Foggy image in spite of newest software (ssb-d1007). This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.